Event description:
The customer, a syncardia authorized distributor, reported that the freedom driver exhibited a fault alarm during a coughing fit while supporting a patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup driver.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found two new alarms, system current too high and secondary motor voltage too high, recorded in driver's data file. Visual inspection of external components found no abnormalities. Visual inspection of internal components found secondary motor out of alignment and a fractured housing boss with raised insert, both indicating secondary motor engagement. Freedom driver passed all sections of functional testing at incoming inspection. Additional testing included a valsalva maneuver test performed to replicate the customer reported coughing episode. A recoverable low co alarm was produced. No permanent alarms produced. A functional test on the driver's secondary system was also performed due to indications of secondary motor engagement. Driver performed as intended. Complaint could not be replicated. Failure investigation for this complaint confirmed the reported issue. Functional and observational testing confirmed that the root cause of the unresolvable fault alarm was likely secondary motor engagement, however, the root cause of the unintended engagement could not be determined. Failure investigation identified no other test failures or damage that could have contributed to the customer complaint. Damage found to the internal housing boss and raised insert were indicative of secondary motor engagement but did not contribute to the complaint. Freedom driver functioned as designed. Patient was switched to a backup driver without any reported adverse impact. The investigation for freedom driver s/n (B)(6) found no evidence of a device malfunction. No component was identified as the root cause of the red alarms reported by the customer. There is no failure mode identified, therefore no risk assessment is required.

Event description:
The customer, a syncardia authorized distributor, reported that the freedom driver exhibited a fault alarm during a coughing fit while supporting a patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup driver.